Event description:
At end of patient hemodialysis treatment, air was noticed in the bloodline. Patient's blood was recirculated for ten minutes, but micro bubbles remained in line. Blood was not returned to patient and when the bloodline was removed from the dialysis machine, an air leak was found at the joint between the main tubing and the cuvette chamber. Ebl in this incident is 250cc. No medical intervention or patient injury is reported.